Manufacturer narrative:
The insulin pump was communicated properly with transmitter sensor and glucose sensor simulator. No unexpected weak signal, lost sensor or sensor error alarms were noted. The insulin pump information could not be downloaded to software, due to a displayable history check failure alarm found in alarm history. The alarm occurred, due to corrupted history file. No cosmetic damage was noted.

Event description:
Customer called and reported that there were issues in regards to sensor communication and uploading information from the insulin pump to software. Customer tried multiple times to upload and the insulin pump could not be found. The customer was informed the insulin pump would be replaced and agreed to return the product for analysis.